Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single use, device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (b)(3) 2023. Per the consumer, she added six (6) drops of reagent to the test card then inserted the swab into the test card before taking her nasal sample. She removed the swab from the test card and swabbed both nostrils. The consumer reported that she was "fine and no irritation happened". The consumer confirmed there was no serious injury or harm due to the reagent exposure. Additionally, the consumer confirmed there was no delay or impact in treatment.